Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 (mg/dl). As a result of the low bg, customer reported falling which caused them to hit their head, bite their tongue and temporarily lose consciousness. Subsequently, customer was treated at the hospital with dextrose. Customer reported being admitted to hospital, but checking themselves out the same day.